Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During pta of a lesion in the superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atm. It was exchanged for a new device. Then, the physician tried to advance a brite tip guiding catheter into the lesion, but it got kinked at 10cm from its distal tip. Therefore, it was exchanged for another new brite tip guiding catheter. The procedure finished successfully. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% (cto). A powerflex pro was delivered to and inflated at the proximal part of the lesion. However, it ruptured at 10atm in 10 seconds during its initial dilation. The products were clinically used and they will not be returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are not known as well as the inflation device used but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and there was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used and was easily removed from the vessel and the other devices. There was no resistance with other devices and the product was removed intact (in one piece) from the patient. There was no excessive force used in attempting to advance the device. The device handled and prepped per IFU. (B)(4): review of lot 15937261 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The brite tip guiding catheter was not returned for analysis. Catheter kinking has been investigated. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (calcification, stenosis) may have contributed to the reported burst. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to damage to the balloon resulting in burst. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are not known as well as the inflation device used but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and there was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used and was easily removed from the vessel and the other devices. There was no resistance with other devices and the product was removed intact (in one piece) from the patient. There was no excessive force used in attempting to advance the device. The device handled and prepped per IFU. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a lesion in the superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atm. It was exchanged for a new device. Then, the physician tried to advance a brite tip guiding catheter (complaint product 2) into the lesion, but it got kinked at 10cm from its distal tip. Therefore, it was exchanged for another new brite tip guiding catheter. The procedure finished successfully. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% (cto). A powerflex pro was delivered to and inflated at the proximal part of the lesion. However, it ruptured at 10atm in 10seconds during its initial dilation. The products were clinically used and they will not be returned for analysis.